Manufacturer narrative:
The suspect device was returned for evaluation. No apparent damage can be seen on the device as returned. As the guidewire packaged with the device was not returned, a new, unused 0.021" guidewire was used for testing. No difficulty or resistance was noticed. The guidewire was then removed and the dilator flushed where no irregularities were observed. The sheath assembly was then flushed where also, no irregularities were observed. To test the sheath and dilator combo, a phantom gel sample was used where a guidewire was inserted using a needle. The sheath/dilator combination was then slid over the guidewire and into the phantom gel where no difficulty was observed. The sheath was able to be inserted into the gel as expected. The reported failure was unable to be replicated. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
During attempted insertion of the sheath, resistance was encountered when advancing the sheath and dilator over the guidewire. After few attempts were unsuccessful, the sheath could not be threaded. The sheath was flushed and two streams of saline were coming out. No reported injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.